Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned to olympus for evaluation, and the root cause could not be identified. It was confirmed, however, that the sealing part of the pressure reducing valve inside the device was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer reported that after dismantling the device, it was found that the sealing part of the pressure-reducing valve inside the device was damaged, resulting in gas leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that while using the high flow insufflation unit there was a gas leakage found inside the device. The issue occurred during preparation for use. The procedure was completed using a similar device. There were no reports of patient harm.